Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that there has been no further information available regarding the cause. The patient's ins has been turned off, and the patient is being sent for imaging. The issue has not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. Information was reported that the rep met the patient today to try and program their ins for coverage after their implant on (B)(6) 2019. The patient is not feeling stimulation in the correct location. The rep check impedances and all impedances are okay. The patient feels stimulation in the wrong location on contacts 0-7, and the patient is feeling the stimulation near his ins site and going into his abdomen. The doctor is going to do x-rays to see if the lead has moved or if the lead may have pulled out of the ins. The patient's ins was turned on a week ago and it did not provide complete coverage so the rep is back today to reprogram, and that's when this issue was discovered. No further complications were reported. No additional patient symptoms were reported.